Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also had calibration not accepted alert along with sensor glucose value versus blood glucose value difference. Customer mentioned sensor glucose values were 70 mg/dl and 50 mg/dl. The blood glucose value from reported event was 232 mg/dl. The difference in value was between sensor glucose value and blood glucose value were182 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer ate something had got a reading of 60 mg/dl. The event involved product(s) mmt-7040ma, mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Customer explained sensor may have no longer been responding to glucose changes. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.